Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2023, the user's parents noticed that he was losing responsiveness to sounds on his left side. The onset of the problem is unclear, as they cannot specify the exact date or whether it occurred suddenly or gradually. Reimplantation surgery is considered, no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
In september 2023, the user's parents noticed that he was losing responsiveness to sounds on his left side. The onset of the problem is unclear, as they cannot specify the exact date or whether it occurred suddenly or gradually.the user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In (B)(6) 2023, the user's parents noticed that he was losing responsiveness to sounds on his left side. The onset of the problem is unclear, as they cannot specify the exact date or whether it occurred suddenly or gradually. Re-implantation surgery is considered, no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2023, the user's parents noticed that he was losing responsiveness to sounds on his left side. The onset of the problem is unclear, as they cannot specify the exact date or whether it occurred suddenly or gradually. The user was re-implanted.